Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2013 due to stem loosening from heterotopic ossification. The stem, head and liner were removed and replaced with biomet product.

Manufacturer narrative:
Current information indicates that heterotopic ossification caused the event by causing the stem to loosen. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."